Event description:
Respiratory decompensation requiring intubation. Assessed infant's blood glucose which was 13.08. Checked pump and tpn volume. Found only 57 ml left in tpn bag that had approximately 200 ml. Patient should have received only 8 ml in 2 hours. Suspect that alaris pump malfunctioned and bolused the patient as no other causes were identified that would lead to 160 ml missing from the tpn bag. No leaks or puddles or evidence of leakage found. FDA safety report ID# (B)(4).